Manufacturer narrative:
The technician replaced the power control module to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The account alleged that the bed had intermittent power failure. No pt impact.